Event description:
Info was received that reported a pt was hospitalized in 2008 due an incident of hyperglycemia. The reporter stated the pt awoke began not feeling well and vomiting on 06. His blood glucose was 261 mg/dl, he was given a 5 unit injection and brought to hospital. Upon admit his blood glucose was 419 mg/dl. He was treated with IV fluids and insulin. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Occlusion delivery and accuracy test were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within specification.